Event description:
While orienting the "l" marker leg on the catheter "lt" directional marker band under fluoro towards the target re-entry site, instead of seeing an "l", the physician saw the letter "b" while using an outback catheter. The lesion was a cto in the left iliac artery, and the outback was used over an asahi prowater guidewire. The directional marker band was in the proper position, but the target lesion was very poorly visualized and in bad condition. They removed the outback, and attempted to try and use another one, but could not get a guidewire back to the target lesion due to the bad condition and poor visibility of the vessel. There was no report of patient injury. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.